Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had suspect irregular insulin delivery. Customer also stated that pump was delivering different amounts of insulins with the same blood glucose and same carbs. Insulin pump was shuts down if no data entered after seven hours. Customer also reported that act button was sticking and alarms were every faint, suddenly power downs. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.